Event description:
The patient was on a high flow nasal cannula with heliox. Prior to this event, the child was anxious and difficult to console. In an effort to help console him, the child was given to the father to hold at the bedside. The child continued to wrestle and move about. The nurse left the room for a few minutes to hand off to the next shift and re-entered the room. The nurse reached down to pull the patient from the father when the patient rolled back his eyes and went limp. Chest compressions started and code blue called. It was noticed that the optiflow nasal cannula was pulled/stretched out from the distal end of the cannula near the colored connector. This is assumed to have been done while the patient was agitated. The particular nasal cannula involved in this event was inadvertently thrown away. However, we have pictures of the same cannula and pulled it the same way that it occurred on this patient.